Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed the extension tubing has expanded (ballooned). Your reported issue was confirmed. Per the IFU (instructions for use), the maximum power injector pressure limit is 300psi. If this pressure limit is exceeded ballooning is likely to occur; however, it cannot be verified post factum. Additionally, ballooning may occur due to kinked, occluded, or obstructed tubing. Upon inspection of the received photo, there are no signs of kinking, or an engaged pinch clamp observed. One potential area of obstruction was observed inside the winged adapter. The observed media within the catheter winged adapter has a darker coloring which may indicate possible obstruction within the device resulting in the ballooned tubing. Without the physical device, it cannot be determined with certainty if the area of interest is obstructed. Examination of the actual product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd nexiva¿ closed IV catheter system - dual port 20 ga 1.00 in had the tubing balloon. The following information was provided by the initial reporter " it was reported catheter ballooned/defect . "

Event description:
It was reported that bd nexiva¿ closed IV catheter system - dual port 20 ga 1.00 in had the tubing balloon. The following information was provided by the initial reporter " it was reported catheter ballooned/defect . "

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed the extension tubing has expanded (ballooned). Your reported issue was confirmed. Per the IFU (instructions for use), the maximum power injector pressure limit is 300psi. If this pressure limit is exceeded ballooning is likely to occur; however, it cannot be verified post factum. Additionally, ballooning may occur due to kinked, occluded, or obstructed tubing. Upon inspection of the received photo, there are no signs of kinking, or an engaged pinch clamp observed. One potential area of obstruction was observed inside the winged adapter. The observed media within the catheter winged adapter has a darker coloring which may indicate possible obstruction within the device resulting in the ballooned tubing. Without the physical device, it cannot be determined with certainty if the area of interest is obstructed. Examination of the actual product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.